Event description:
Pt was using the referenced brand of tampon and when they were diagnosed as having tss. Parent stated that the pt became ill - 5 days into cycle and that they had been using only this brand of tampon. Parent stated the pt started using this brand of tampon 6 or 7 months ago and that normally they use only tampons during the summer because of their swimming activities. At other times they may use both tampons and/or pads. Parent stated that the pt became ill after the suspect tampon had been in use for - 7 hours and that the tampon was removed by the hospital staff. Parent also stated that this was not the first tampon used from the box.